Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a crack on the hub of a 6f 100 cm vista brite tip judkins right (jr) guiding catheter was found and contrast leaked out of the hub. There was no reported patient injury. The vista brite tip was stored, prepared, and used according to the instructions for use (IFU). The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a crack on the hub of a 6f 100 cm vista brite tip judkins right (jr) guiding catheter was found and contrast leaked out of the hub. There was no reported patient injury. The vista brite tip was stored, prepared, and used according to the instructions for use (IFU). One sterile 6f .070 jl4 100cm was received for analysis. During visual analysis, the unit¿s body and hub did not present any damage under an unaided eye evaluation. During functional analysis, water leaking from the hub presented evidence of a crack. A high magnification analysis was done on the body of the hub and a crack was identified. Sem analysis was performed to evaluate the surface. Crack prolongation was observed along with fatigue striation patterns on the internal faces of the wall separation. The event ¿luer hub - cracked¿ was confirmed. A crack was identified along the hub. The exact of the damages cannot be determined however, the fatigue striation patterns are commonly related to an overloading tensile strength exposure, which could cause a crack. Storage or handling factors may have contributed to the reported condition since the device did not present any obvious indication of manufacturing defect. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
Amended complaint conclusion (product analysis): as reported, a crack on the hub of a 6f 100 cm vista brite tip judkins right (jr) guiding catheter was found and contrast leaked out of the hub. There was no reported patient injury. The vista brite tip was stored, prepared, and used according to the instructions for use (IFU). One sterile .070 jr 4 100cm was received for analysis. During visual analysis, the unit¿s body and hub did not present any damage under an unaided eye evaluation. During functional analysis, water leaking from the hub presented evidence of a crack. A high magnification analysis was done on the body of the hub and a crack was identified. Sem analysis was performed to evaluate the surface. Crack prolongation was observed along with fatigue striation patterns on the internal faces of the wall separation. The event ¿luer hub - cracked¿ was confirmed. A crack was identified along the hub. The exact of the damages cannot be determined however, the fatigue striation patterns are commonly related to an overloading tensile strength exposure, which could cause a crack. Storage or handling factors may have contributed to the reported condition since the device did not present any obvious indication of manufacturing defect. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.